Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing diabetes ketoacidosis and high blood glucose. Blood glucose level at the time of the incident was 620 mg/dl and other blood glucose was 600 mg/dl and current blood glucose was 205 mg/dl. Customer stated that they had a lot of problems with the reservoir and infusion set also had bent cannula, the issue was already reported. The customer stated she noticed her pants were wet and her quick release was not locking in. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose using bolus from the pump. Customer does not alleged pump was under delivering. Customer stated the drive support cap appeared normal. Customer went into diabetes ketoacidosis on (B)(6) 2020. The insulin pump will not be returned for analysis.